Event description:
It was reported that the touchscreen had a lot of scratches, making it difficult to interact with the screen. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.